Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation and was received outside its pouch. Visual inspection found all the components are assembled properly at the tube according to drawing. Functional testing noted that an inflation and deflation test was performed. Air was applied to the cuff using a syringe and it was observed the cuff held the air. It was reported that the cuff could not be inflated. The reported issue was confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff did not stay inflated. There was no reported patient involvement or outcome.